Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection revealed burn marks on the set chamber. The cause of the brown/burn marks were due to embedded degraded material used in the molding process of the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard solution administration set had brown particulate matter within its chamber. This was found before use while the device was still in its packaging. There was no patient involvement. No additional information is available. This is medical device report 1 of 5.